Manufacturer narrative:
No medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during implant, when the atrial lead was connected, there was no pacing at high rate. When the procedure was complete, the rate was 60 bpm. Later, the lead was noted to have high impedance. The pulse generator was explanted and replaced.